Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560524, lot# my20e001 it was observed that the handle screw was stuck in the threaded part at the cable tip. Therefore, disassembly could not be performed, and cutting the cable would be necessary for repair. Additionally, insufficient gripping force of the holder was also observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative regarding product used for spinal therapy. It was reported that the device had deformed threads of the hand screw, insufficient gripping force of the holder, and stuck cable. There is no patient involved in the event and no further complications or symptoms reported regarding the event.